Manufacturer narrative:
Further communication with the customer, it was conveyed that this device was reported last used on a patient with a blood infection. The defect in the scope (clogged flush channel) was discovered during a procedure. The customer did not report any patient contamination or patient harm. The subject device was received and evaluated at rrc (regional repair center) olympus estonia with customer report/description of auxiliary channel clogged. Device evaluation noted the customer complaint was confirmed, there was blockage in auxiliary/jet channel. The foreign material/residue still in the channel. No air or water flow through the channel. Additionally, the following findings were noted : ccd cover lens glue (pinhole noted). Distal end cover damaged. A-rubber glue (insertion part) separated. Heavy play in angulation wires/ and or natural wear of the bending. Service repair notes an insufficient or incorrect reprocessing performed by the customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported that the device auxiliary water channel is clogged. There was no report from the customer about patient infection or harm. There is no patient impact or harm associated on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found the subject device was shipped in accordance with specifications. The root cause of the phenomenon could not be conclusively specified, however, based on the results of the investigation and information gathered, the following below are the presume causes: 1. The facility staff was less trained in reprocessing and/or device handling according to IFU (instruction for use). 2. For the above reason ¿a¿, the facility staff did not preclean the device immediately after procedure. This made foreign material difficult to remove. 3. For the above reason ¿a¿, water flow was not enough at pre-cleaning and/or manual cleaning, which caused the material difficult to remove. As stated in the IFU, its states: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. IFU (reprocessing manual) says about precleaning to be taken immediately after each procedure as below: precleaning the endoscope and accessories if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor complaints for this device.